Event description:
It was reported that the compressor mini generated a low pressure alarm during patient ventilation. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor alarmed with low pressure. After replacement of the printed circuit board (pcb), the compressor was running as expected and the device was returned back to clinical usage. The returned printed circuit board (pcb) was installed in a reference compressor that was running for two days without any deviation. Both pressure sensor was measured and has normal values, but it was measured pressure spikes/noise that potential could trigger a high or low alarms. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to stop of ventilation. The received picture from the customer confirms the reported event with the low pressure alarm. The conclusion is that the returned printed circuit board (pcb) was the cause of the reported failure.

Event description:
Manufacturer reference # : (B)(4).